Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the local display on the roller pump went blank during the case. The roller pump was still functioning. The device was not changed out, as the perfusionist continued use of this roller pump. The surgical procedure was completed successfully and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.